Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of 45639 error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual testing was performed and found detached downstream occlusion (dso) seal. The dso seal was replaced. Functional testing revealed the device showed error 45639. The primary problem was with a defective printed wire assembly (pwa). The pwa was replaced.

Event description:
It was reported that there was an error code 45639. There was unknown patient involvement. No patient harm was reported.